Event description:
The pt was reportedly experiencing intermittencies, sound quality issues, and poor performance. Programming changes were made; however, this did not resolve the issue. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.